Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('they have moved, one roght thpough her uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the device expulsion and migraine outcome was unknown. The reporter considered device expulsion and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('they have moved, one right through her uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (full hysterectomy). Essure was removed. At the time of the report, the device expulsion and migraine outcome was unknown. The reporter considered device expulsion and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.